Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h6 (health effect - impact code 1), h10 additional information received as follows: 1.when placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did the imaginary line pass through an axial center line of the skull? => yes 2. Did each pin engage the cranium in a perpendicular approach? => yes. When placing hardware. Head shifted. Pivot on 2 prong side moved. 3. Was the surgery performed with a stereotaxy device? If yes, what type of stereotaxy equipment was used; (manufacturer and model number)? => no stereotaxy 4. How was the patient initially positioned for the surgery? Was the patient repositioned at any time during the surgery? If yes, explain how the patient¿s position had changed after initial positioning had been completed? => prone. No. Not repositioned. 5. Was there a delay of surgery over 30 minutes? => between time of movement and when the clamp could be further evaluated. Yes 6. Was there a revision/medical intervention required? => yes. Staples for closure. 7. How many pounds of pressure were applied? => 60 8. What action was taken after the event occurred? (E.g. Was surgery continued, replaced the device, etc.) => surgery continued as no other viable option. 9. Patient outcome/current condition? => patient with large scalp laceration. Healed as expected in time.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The device had no movement in the lock, and the 80lb torque knob passed all specific functional testing up to pressure. The clamp was put under pressure and had no slippage. Further investigation by quality engineering found the returned unit in good condition with little to no signs of wear and no device deficiencies were observed. No repairs are needed at this time. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal placement of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during positioning pinning for a posterior cervical fusion procedure, the mayfield composite series skull clamp (a3059) slipped and caused a pin to cut the scalp of the patient. About a 1-inch gash was reported. Additional information has been requested.